Event description:
The health care provider reported that the patient was in the electronics department and that night was when he started having all of the problems. The patient also experienced symptoms of fevers and sweating. Following the replacement, the patient reported to be doing really well.

Event description:
It was initially reported that a critical pump alarm was heard and confirmed via telemetry. The alarm was due to a reset having occurred in regards to a low battery. They were able to reprogram back to a simple continuous rate; however the next day the pump went back to safe state and minimum rate. The patient was currently hospitalized due to possible seizures and dystonia. Additional information later noted that the patient was noted as being in a store near electrical doors that were being worked on. "By friday" the patient was seizing and simultaneously the nursing home had stopped his depakote and his diazepam; and in the emergency room they "thought it was this issue". It wasn't determined to be a pump issue until the patient came back to the healthcare provider (hcp) on "tuesday", and the device was interrogated. It was further noted in regards to an "additional phenomenon", "is that you cannot program by telemetry in the hospital beds (electrical) and so we kept having to reset the pump and unplug the bed" this worked for a bit unt il this morning ((B)(6) 2011) when it had reset itself and we realized the pump was dead. A request was made by the hcp for a new pump, and to start the patient on 2000 mcg/ml. A plan/goal to put the patient on "about 900 mcg flex mode" was further noted. The patient's last dose was indicated as being 1670 mcg/day, at a basal rate of 12, and flex boluses of 200 every 4 hours. The pump had gone into safe reset on (B)(6); and was noted as "malfunctioning - stalling". Neither a rotor nor a (B)(4) study was performed. The pump was explanted and replaced on (B)(6) 2011. The patient was without injury; and had recovered without sequela. Drug delivered via the device was balcofen 2000mcg/ml at a daily dose of 1600mcg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, (B)(4), implanted: (B)(6) 2008, explanted: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and a feedthru anomaly.